Manufacturer narrative:
The thermogard xp ivtm system (B)(6) in the complaint will not be returned for investigation. Zoll reviewed the event logs, and the customer's complaint of condensation and treatment interruptions was confirmed. The root cause of the reported complaint was high humidity due to the weather, resulting in the air trap condensation followed by the warning alarms. Based on the event log, the device functioned as intended, and an on-site service was not required to be performed by zoll.

Event description:
During the fever mode of the ivtm therapy, the customer observed condensation of the thermogard xp ivtm system's (B)(6) air trap. Per the customer, the patient's treatment was interrupted 15 times. No further information was provided. No consequences or impacts on the patient.